Event description:
It was reported that the user sought assistance with charging the ilet and with pausing and reconnecting the system, and that the infusion set was deployed incorrectly or the connector was not attached correctly, as the user remained attached after removing the introducer and suspected an improper insertion of the infusion set for the ilet pump component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found and a usage problem was identified, consistent with an improper or incorrect procedure or method related to the infusion set for the ilet pump component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.